Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user reports about intermittencies when using the device (with rondo 2) by opening his mouth a bit more than when speaking, when he laughs, when he yawns, when he puts pressure on his rondo 2 with a finger or wearing his hat. The same behavior with opus 2 with d coil was also observed. The user was reimplanted on (B)(6) 2025.

Manufacturer narrative:
Conclusion: device investigation confirmed that stimulator electronics is working according to specifications. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation, which very likely caused the reported issues. This is a final report.

Event description:
The user reports about intermittencies when using the device (with rondo 2) by opening his mouth a bit more than when speaking, when he laughs, when he yawns, when he puts pressure on his rondo 2 with a finger or wearing his hat. The same behavior with opus 2 with d coil was also observed. The user was reimplanted.